Event description:
The manufacturer received information alleging a ventilator failed to provide therapy to a pt. The pt reportedly became cyanotic. The pt was placed on another device and no permanent harm or injury was reported.

Manufacturer narrative:
The manufacturer received additional information indicating the pt became disconnected from the device. The ventilator alarmed as designed for a pt disconnect condition. The device was returned to the manufacturer for evaluation and was found to alarm and operate as designed.